Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to verify unexpected restart alarm due to compromised force sensor system alarm anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and compromised force sensor system. The insulin pump was stuck in the rewind sequence. Insulin exited very fast. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.